Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's touch screen did not work. The programmer is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis could not confirm the reported event. The touchscreen was working as normal but there was only a small deviation between the position of the stylus and the cursor on the screen. No other anomalies noted with the programmer. The touchscreen connector was reseated, cleaned and the screen was calibrated. If information is provided in the future, a supplemental report will be issued.